Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
Additional information was received that the helix eventually extended after 50-60 turns of the rotation tool but would not retract afterwards. Additionally, the lead failed to sense when it was connected to the pacing system analyzer (psa). This product was removed and replaced; it was never in service. No adverse patient effects were reported.

Event description:
It was reported that during the initial implant of this right atrial (ra) lead the helix would not extend and the pacing impedance was high and out-of-range at greater than 3,000 ohms. The lead was removed and replaced; it was never in service. No adverse patient effects were reported.